Manufacturer narrative:
After battery installation, device displayed a critical pump error on the lcd screen due to signs of previous moisture presence and corrosion on electrical board. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify error 53 alarms due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer stated that the insulin pump did not received low battery alert prior to the replace battery now alarm. Customer stated that the insulin pump had insulin pump error alarm. Customer was able to clear alarm. Customer was able to complete rewind. Insulin pump passed self test. Customer stated that the insulin pump was leaking. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.